Event description:
It was reported that the balloon of the foley catheter would not deflate or instill any fluid while the urology nurse attempted to change the suprapubic catheter which was inserted suprapubically approximately 6 weeks ago by a surgeon. It was stated that there appeared to be a blockage in the fluid line. Nurse managed to get the catheter out by cutting it twice to allow the balloon to deflate and had to wait for 60 minutes while the fluid dripped out. Also stated that catheter could not be removed during a catheter change. Patient had to endure multiple attempts to remove the catheter on different days.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter would not deflate or instill any fluid while the urology nurse attempted to change the suprapubic catheter which was inserted suprapubically approximately 6 weeks ago by a surgeon. It was stated that there appeared to be a blockage in the fluid line. Nurse managed to get the catheter out by cutting it twice to allow the balloon to deflate and had to wait for 60 minutes while the fluid dripped out. Also stated that catheter could not be removed during a catheter change. Patient had to endure multiple attempts to remove the catheter on different days.